Manufacturer narrative:
Correction: the detached portion of the device does not remain in patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis summary: the device was returned for analysis. Kinks were evident on the hypo-tube. A complete radial burst occurred at the proximal end of the balloon. It appeared that the balloon bond expanded leading to the burst. The balloon material was jagged and uneven at the burst site. Both proximal and distal marker bands were not positioned on the inner member and did not return for analysis. Bunching was evident to the inner member. Deformation was evident to the distal tip. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the device was being used to pre-dilate the lesion. A nominal inflation pressure was applied prior to the balloon burst. One or two inflations were performed prior to the issue occurring. The device was not moved or repositioned while inflated. The detached portion was then pulled back into the non medtronic guide extension catheter to remove it. Resistance was not noted during withdrawal of the device, excessive force was not used. The detached portion of the device was successfully removed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure an attempt was made to use one euphora rx balloon catheter to treat a moderately tortuous, severely calcified lesion exhibiting 80-85% stenosis located in the mid left anterior descending (lad) artery. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did pass through a previously deployed stent. Excessive force was not used during delivery. The device was not kinked and restraightened during use. It was reported that the device detached, cracked, or fractured at the balloon. It was also reported that the euphora balloon was inflated to nominal pressure and it ruptured due to plaque in the vessel. The balloon catheter was removed and it was noted that the balloon markers and balloon were still in the patient. The markers and balloon could be seen under fluoroscopy. Another balloon was used along with a non-medtronic guide extension catheter to trap the detached euphora balloon. The patient is reported to be alive with no further injury.